Event description:
The customer reported "battery does not work." There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.